Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that patient¿s ipg would not charge post operatively. Patient attempted to charge ipg post-surgery but was unsuccessful. As a result, patient underwent a surgical procedure on (B)(6) 2018 to replace ipg. Patient has effective therapy post-operatively and issue has been resolved.